Event description:
Information was received from a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient wanted to know if a painful/uncomfortable feeling of pain and burning was common during charging. It is unknown when this occurred.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information received from the patient indicated that when they recharge for a longer period of time, it makes the charger warm and caused the burning, more heat, and a bit of pain that runs down their left leg. If the patient charges for a smaller amount of time, their issues rarely occur. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their pain, discomfort, and burning while recharging started in (B)(6) 2017. They noted that they charge every 7-10 days, and their pain, discomfort, and burning occurs every time they recharge. The patient stated that the discomfort is mostly tolerable, and they discontinue charging if it is not. The cause of the patient¿s issues has not been determined at this time. They have not worked with a manufacturing representative yet to resolve the issues. The patient added that they love their device, even if there is discomfort while recharging. No further complications were reported.